Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that there was no indication that the patient could not charge all the way. She said that she has been charging as she always had and now it drains in 1 day.

Manufacturer narrative:
G2: the country of the event is ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant would only hold charge for one day, this was not the way it used to be and was not normal. When she called the healthcare provider (hcp) they advised her to call the manufacturer for new equipment. Contributing factors were noted as normal wear and tear. The hcp requested new external equipment. They replaced equipment and advised the patient that if this does not fix the issue than she will need to have her implant checked by the hcp. It was unknown if the issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.